Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that impella implantation was planned but after starting the console (aic), a controller failure occurred. The aic was successfully exchanged before the procedure. There was no patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - system self-check error has been completed. The case associated with the reported complaint was started on 10th march 2025. Log entries indicating "imc-kbd error: 0xa4 0x01 0x00" (imc_ic2659.pdf) appeared, suggesting that the issue occurred during the reading of the chip ID (read failure of chip ID). · after this, the controller error (loss of comm with keypad or between the kbd and i2c for kbd hw revision 1) - alarm 24 issued. Device analysis: ·the console was tested and after performing 100 power cycles, the failure could not be reproduced. No damage was found to the keyboard or the keyboard- 4in1 cable. Root cause: the root cause for the intermittent keyboard communication issue could not be determined due to the inability to reproduce. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27198 as it is unknown if the initial reporter also sent the report to the food and drug administration.